Event description:
Medication was hung using IV pump and confirmed infusion. After 30 minutes of infusion and reassessment. Pump was in standby and did not alarm at nurses station. Medication was delayed during a crucial time.